Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the power supply unit was defective and the video connector socket was worn out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
A customer reported that, while preparing the video system center for use, none of the operating switches worked and no image was displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomena ¿no endoscopic images are shown" and "no led of the front panel is lighted" were caused by a failure of the power unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.